Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: during an ultrasound bles procedure, the wand failed to capture the entire lesion. The tissue was not particularly dense. A second wand from the same lot number was used and was able to fully capture the lesion. After the procedure was complete, the radiologist performed a mammography and noticed tiny specs where the lesion was removed. The doctor believes part of the wire detached from the wand and was left in the patient. It is unknown if the wire detached from the first or second wand, therefore, both wands will be investigated for the wire break issue. Staff confirmed on the first wand one of the struts were cut to remove the lesion and the second wand had three struts cut. Analysis conclusion: complaint confirmed: device # 1 - it is not possible to investigate the returned device for the reported issue of failure to capture because the basket was cut, and one of the wires is broken which renders the devices inoperable and impedes the functional inspection. There is one complete wire break which is severed and multiple wires strands that are broken, frayed, within each of the four remaining individual cut/capture wires within the multileaf element. There are nineteen wire strands that make up each of the five individual cut/capture wires, the wires are frayed but not completely severed and each of the four wires remain attached to each leaf, however, it cannot be determined when the wire strands became damaged. The five eyelets and the five wire knots remained intact and attached to each leaf within the multileaf element. The confinement sleeve tip, trocar tips legs, and the polyimide tubing insulation are damaged, melted, however, it cannot be determined what caused the polyimide tubing insulation, the trocar tip legs and the confinement tip to degrade. Complaint confirmed: device # 2 - there are one complete wire break which is severed and completely detached from the basket, and multiple wires strands that are broken, frayed, within each of the four remaining individual cut/capture wires within the multileaf element. There are nineteen wire strands that make up each of the five individual cut/capture wires, the wires are frayed but not completely severed and each of the four wires remain attached to each leaf, however, it cannot be determined when the wire strands became damaged. The five eyelets and the five wire knots remained intact and attached to each leaf within the multileaf element. The confinement sleeve tip, trocar tips legs, and the polyimide tubing insulation are damaged, melted, however, it cannot be determined what caused the polyimide tubing insulation, the trocar tip legs and the confinement tip to degrade. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
After the bles procedure was completed, the radiologist performed a mammography and noticed tiny specs where the lesion was removed. The doctor believed part of the wire detached from the wand and was left in the patient. No adverse effect to the patient was reported. Additional failure found during analysis: the confinement sleeve tip, trocar tips legs, and the polyimide tubing insulation was damaged, melted, however, it cannot be determined what caused the polyimide tubing insulation, the trocar tip legs and the confinement tip to degrade.